Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated there was no physical damage to the pump but there was moisture in the battery compartment. Troubleshooting of the device confirmed the correct battery was being used in the pump. The reporter stated the battery compartment became hot, the display screen displayed an unknown call service alarm, then the display screen went blank. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery and there is the potential for the user to experience an injury to the skin due to increased pump temperature. .